Event description:
It was reported that during a procedure using a faradrive steerable sheath the patient experienced heart block and st segment elevation. The heart block and st segment elevation were noticed on the recording system about two minutes after the farawave catheter was inserted into the heart via the faradrive sheath. An air embolism was suspected but not confirmed. A left cardiac catheterization was performed as medical intervention. The procedure was completed. The condition of the patient was noted to be stable. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.